Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced a skin reaction with burning, inflammation and pain. The patient stated they were experiencing a persistent, deep aching pain under the sensor that radiates up to the neck. A movement with the arm¿or even slight movement of the sensor, intensifies the pain. The patient was contacted to clarify if the pain was directly related to skin reaction or if there was a possible different reason for the pain, but all attempts to contact the patient were unsuccessful. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.